Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported an impella cp was placed to support an acute myocardial infarction patient with ventricular fibrillation. The pump and extracorporeal membrane oxygenation were supporting but with signs of hemolysis, the impella cp was explanted after 28 hours. The thought was it was poor pump positioning that may have contributed to the hemolysis. When the impella cp was explanted, an intra-aortic balloon pump was placed. The patient survived.

Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. Hemolysis: no product was returned for analysis. The data logs show 2 motor current spikes with speed deviations within an hour of implant and pump start. The motor current spikes had speed deviations and drops in flow characteristic of biomaterial ingestion. There were suction alarms. The root cause of the hemolysis was most likely biomaterial as evidenced by the motor current spikes in the data logs. Thrombus: failure mode was added based on the investigational findings. The root cause of the thrombus was unable to be determined due to insufficient clinical details.